Manufacturer narrative:
(B)(4). Follow up emdr will be submitted when investigation is final.

Manufacturer narrative:
(B)(4): a complaint sample was provided for evaluation. A visual inspection of the sample confirmed the reported failure mode. Inspection showed the needle broke off around halfway up from the tip of the needle. The needle was sent back to the manufacturer to take a closer look at the material. The manufacturer evaluated the sample and observed that the needle was most likely overstressed and twisted in order to break it. A device history record review was performed for lot provided. The review did not identify any issue or discrepancy that may have contributed to the reported failure mode. A trend was not identified. Based on the investigation results, the most probable root cause for the observed failure mode was identified as an overstressing of the avaflex needle during use resulting in the observed breaking of the needle. A review of the IFU for the avaflex needle identified a specific cautionary statement regarding experiencing excessive resistance during use which may cause mechanical failure of the system. Based on the potential contributor identified in the root cause section, the end user has been made aware of the requirements in the IFU for product code avaflex pertaining to overstressing the nitinol needle.

Event description:
Customer reported "the tip of the avaflex needle broke off in vertebral body during insertion. Doctor advanced avaflex across midline of vertebral body, turned needle just slightly which at that point avaflex needle broke off.  Doctor removed remaining avaflex needle, opened new avaflex needle, inserted needle and injected cement into the vertebral body, therefore cementing broken piece."